Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory had an observation relating to vf detection. Analysis of the device memory had an observation relating to vt detection. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received an inappropriate shock due to false ventricular tachycardia (vt)/ventricular fibrillation (vf) episode detection. It was also reported a lead integrity alert (lia) activated and the lead displayed short v-v intervals, high pacing and defibrillation impedances, and the electrocardiogram suggested a "noisy signal." The lead was capped and replaced and the device remains in use. No further patient complications have been reported as a result of this event. Patient received inappropriate shock due to false vt/vf episode detection. Lia was activated and alert. Short v-v intervals=13134, rv pacing >3000ohms, rv defib 100ohms, svc defib >200ohms, last charge (B)(6) 2017, 6.6sec, 9.4-35j. Suspected lead malfunction, on egm present noisy signal. Patient was admitted to hospital when hcp informed local medtronic personnel.